Manufacturer narrative:
Plant investigation: the cycler has not yet returned to the manufacturer for evaluation. A preliminary investigation including a records review was performed on the reported serial number. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A supplemental MDR will be submitted upon completion of physical evaluation of the returned cycler.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) 2-hour simulated treatment was initiated and passed. The fill and drain times were within specification. A post- accelerated stress test (ast) 3-hour simulated treatment was initiated and failed due to encountering grinding generated by pump motor b. There were no visual discrepancies observed during internal inspection. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: the file was assessed to determine whether a clinical investigation is warranted. On 31/mar/2020 this patient contacted fresenius technical support for a noisy cycler. The patient stated that he had been in the hospital recently and the hospital cycler was quieter. He also stated he was draining slower. A replacement cycler was issued. Attempts to obtain additional information were unsuccessful. The reason for the hospitalization is unknown; however, there was no allegation of a device malfunction or deficiency reported for the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on an unspecified date for unspecified reasons. The patient mentioned that the hospital owned cycler he was using during the hospitalization was quieter and drained better than his own cycler. The patient did not provide any further details on their hospitalization nor did they allege that their hospitalization was due to any malfunction of a fresenius device, drug, or product. The patient was issued a replacement cycler. The reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation. Multiple attempts were made to gather additional information by contacting the patient and the patient¿s dialysis clinic, however, to this date a response has not been received. The date of event is unknown and will be reported as (B)(6) 2020.